Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and a patient implanted for spinal pain. The patient stated that they are unable to get more than 75% charge on their implantable neurostimulator (ins). It was noted that the cause of the event is not determined. The patient indicated that they want their system to be replaced with the new platform. The replacement surgery is to be scheduled. No further complications were reported or anticipated.